Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly self-tests, and stress testing without duplicating the report. An internal inspection found no discrepancies. It is recommended to replace the main board as a precaution. The board was scrapped after testing. The customer declined repair; the device will not be recertified. Analysis of reports of this type has not identified an increase in trend.